Event description:
It was reported that the system 9800 intermittently would display "communication failure" after initialization requiring re-initialization to clear the error and causing delay in care. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. It was determined that the power supply at the image processor circuit board was not nominal. Supply adjusted to nominal value. The system was tested and found to be working as intended and placed back into svc.